Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had an outpatient surgery the day before where they installed a stent in the left kidney and bladder; it was clarified that the reason for this stent was not related to the device or therapy, and it was scheduled to be removed 5 days later. It was reported that ever since the surgery they had been experiencing uncontrollable leakage, and they were wondering if it was due to the stent, or if the stimulator should be checked. The patient stated that they knew the stimulation was on, and they had already increased stimulation a little bit. It was recommended that they follow up with their healthcare provider to discuss their symptoms and programming. No further patient complications are anticipated or expected as a result of this event.